Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/01/2019. Manufacturer's field service engineers (fse) found the unit had error code message of battery faulty or missing and liquid crystal display (lcd) not adjustable. Fse replaced the touch user interface, printed circuit board assembly (pcba, lcd) and battery to resolve the reported issue. Unit passed required performance verification tests per philips standards. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted customer service stating that unit needed servicing. The customer reported there was no patient involvement.